Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient reported discomfort when riding on an atv. The patient described the pain like receiving multiple bee stings around the device. The patient confirmed this was not a vibratory notifier. No other information was available.